Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 600 mg/dl. The mother stated that the insulin pump did not give a not delivery alarm. It was stated that the customer changed the entire infusion set, but the customer's blood glucose levels remained elevated. It was also stated that the cannula was bent when the infusion set was removed. During the call, the current infusion set was removed, and found that the needle guard had never been removed. The mother became upset when she realized this, and hung up the phone. She later called to report that the customer was put back on the insulin pump, and her blood glucose levels immediately went back up. The mother requested a replacement insulin pump. Nothing further was reported.